Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that during use in patient with a fogarty arterial embolectomy catheter, there was a problem deflating the balloon. The balloon was tested before use and it deflated normally. It was difficult to remove the catheter from the vessel, so strong force was used. There was no vessel injury due to the incident. There was no allegation of patient injury. The device was available for evaluation. Patient demographics were unable to be obtained.

Manufacturer narrative:
One 120602f fogarty catheter was returned for examination. The reported event of "problem deflating the balloon" was not confirmed. The balloon was inflated with 0.2ml air and the balloon inflated clear and concentric and did not leak. Balloon free deflation with air was achieved in 1 second. The catheter body, balloon and both windings appeared to be in good condition. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown whether user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.